Event description:
It was reported that the procedure was to treat an unspecified lesion. A 14x20mm armada 35 balloon was inflated and ruptured at an unspecified atmosphere. Two other unspecified balloons were used but also ruptured. A 4th unspecified balloon was used to successfully complete the procedure. A delay of less than 30 minutes was noted but no adverse patient effects were reported. No additional information was provided. Additional information received subsequent to filing the initial MDR: the procedure was to treat a heavily calcified aorto iliac lesion. The account confirmed that there were no adverse patient effects due to the 30 minute delay. Only one inflation at 8 atmospheres was performed.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported difficulties were likely due to case related circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 14x20mm armada 35 balloon was inflated and ruptured at an unspecified atmosphere. Two other unspecified balloons were used but also ruptured. A 4th unspecified balloon was used to successfully complete the procedure. A delay of less than 30 minutes was noted but no adverse patient effects were reported. No additional information was provided.